Event description:
Pt awoke at 0300 with wetness (tpn infusate) on chest and bed clothes. Found connection of clc 2000 injection cap loose and leaking where it connects to mediport needle access extension tubing. Pt taped connection which stopped the leak. Rn saw pt at 1115 and obtained the clc 2000. It was in 2 pieces when the tape was removed.